Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the a defective shaft angle encoder was identified for the s5 roller pump during priming. There was no patient involvement. The s5 roller pump was returned to sorin group (B)(4) for evaluation. Investigation confirmed the reported issue with the shaft angle encoder. The encoder was replaced and functional verification tests performed without issue. A technical safety inspection also successfully carried out and the pump was returned to the customer. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue. As corrective action CAPA (B)(4) has already been implemented and the supplier has been changed.

Event description:
Sorin group (B)(4) received a report that the a defective shaft angle encoder was identified for the s5 roller pump during priming. There was no patient involvement.